Event description:
It was reported that on (B)(6) 2011, a 2.75x23mm xience v stent was successfully implanted in the mid left anterior descending (lad) coronary artery and a 3.0x23mm xience v stent was successfully implanted in the proximal lad. The patient was discharged from the hospital on (B)(6) 2011. During the year of 2014, the patient expired from an unspecified cause. There was no reported coronary angiogram and no reported cardiac evaluation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.